Manufacturer narrative:
Continuation of d10: product ID 97755-s serial# (B)(6) product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported the controller screen goes white 2-3 times while charging the implanted neurostimulator. Patient said he has to take the battery out to reset and it takes 3- 4 hours to charge. Patient also said the paddle gets hot when charging, agent clarified if recharger gets hot and patient said no, but gets warm as he places over t-shirt. Patient did not see any damage to controller port. Patient plugged controller in to ac power supply without li battery and reported the screen came on. Patient put li battery back in and reported controller 100% and implanted neurostimulator 40%. Patient then started a charging session and reported recharging excellent. The troubleshooting steps that were taken on the call resolved the issue. Pt was charging normal with no issues with controller during call. Pt will call back if the issue continues. Pt called back stating that when recharging the ins the screen on the charger kept kicking off and go black requiring a controller reset. Sometimes the screen would go completely white. When pt last called in they had the pt reset the controller and it worked 3 or 4 minutes but after the call the screen kicked off saying recharger needs assistance, they could get it to start up then it kick off again; now it said battery low replace the controller battery soon. Pt noted it took 3 or 4 hours to charge the ins. Agent closed case.